Manufacturer narrative:
The technician found the siderail was components were worn. He replaced the right siderail to repair the bed.

Event description:
Info received indicates the right siderail is not latching.